Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00595, 3004608878-2020-00596, 3004608878-2020-00597, 3004608878-2020-00598 .

Event description:
This is 1 of 5 reports. A customer reported that when the rocker arm / locking knob of the a3059 mayfield composite series skull clamp is unlocked and rotated, the inner components sound (ratch-like) and rotation feels rough and not smooth; as if they are rubbing on themselves or the locking mechanism is technically not unlocked. The issue was noticed before the procedure on (B)(6) 2020 and the staff used another skull clamp. There was no delay in the procedure.